Manufacturer narrative:
The following communications were performed: we received this information through a survey, but we did not receive any customer or product information. Multiple attempts for more information were sent to the customer; however, no response. Because of this we could not follow up or further analyze the claim. Additional information was not provided by the customer so the reported problem could not be confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
It was reported the spo2 measurement inaccurately low compared to another reference. An unknown incorrect treatment was provided but further information was not provided; therefore, good faith efforts are being performed.